Manufacturer narrative:
This is default text configured for block h10.

Event description:
Septic arthritis [subsequently unwell with 5/7 of fevers and chills at home and swollen, red hot left knee] [arthritis bacterial]. Case narrative: this is a serious spontaneous complaint case received from a health professional via tga in australia. This case concerns one patient of unknown age and gender who experienced septic arthritis [subsequently unwell with 5/7 of fevers and chills at home and swollen, red hot left knee] during treatment with euflexxa (sodium hyaluronate) solution for injection, 1 syringe into both knees on the (B)(6) for an unknown indication. Batch/lot number not reported. On (B)(6) 2026: the patient experienced septic arthritis [subsequently unwell with 5/7 of fevers and chills at home and swollen, red hot left knee]. Subsequently unwell with 5/7 of fevers and chills at home and swollen, red hot left knee ed presentation 16/02 & ortho admission. Wcc 13.2, crp 159. Aspirate: pmn 31k, negative gram stain, no cultures (taken before abx). Commenced on cefazolin (after aspirate). Febrile at 39.0. Taken to theatre today for 3 wash outs. For at least 3 weeks of IV antibiotics followed by oral antibiotics. No concomitant medication was reported. Action taken with euflexxa was unknown. At the time of reporting, the outcome of septic arthritis was unknown. The event septic arthritis was reported as serious, medical significant, intervention required and hospitalisation. Overall listedness (core label) is unlisted. Reporter causality: related. Company causality: related. Sender comment: although important information (such as medical history, concomitant medication) was not provided, the contribution of sodium hyaluronate to patient experienced septic arthritis could not be excluded due to known safety profile of hyaluronan preparations. The conservative assessment of the causality was based on the information provided in the report. Complaint management report: lot specific investigation could not be performed since no information regarding lot number could be retrieved from the complainant. Reference ids: internal # (B)(4).